Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(6) ) stopped compressions and displayed fault code 16 (timeout moving to take-up position) followed by the prompt: "pull up lifeband and press restart" was confirmed based on both archive data review and functional testing. A review of the archive data showed that the autopulse platform failed to power up multiple times to fault code 16 on the customer's reported event date. The root cause of the fault code 16 was a seized brake gap, possibly resulting from humidity, neglect, or user handling. Further review of the autopulse platform archive revealed that frequent daily checks were not being performed. As per the customer, the autopulse platform was stored in the exterior compartment of their ambulance, laying in its bag horizontally. The customer is located in illinois, which is a high humidity location. Frequent daily device checks and storing the autopulse in a low humidity location could help prevent the brake gap from seizing. The reported complaint that "the autopulse platform performed a few compressions, and then it stopped and displayed a 'replace battery' error message" was confirmed in the archive data review. Further review of the archive data showed several incidents when the autopulse platform displayed ua17 (max motor on-time exceeded during active operation), followed by warning 1 (low battery warning) and stopped compressions warning 1 error message was cleared by the customer and was not duplicated during functional testing. The additionally reported complaint that "the platform displayed user advisory (ua) 17 (max motor on-time exceeded during active operation)" was confirmed during the archive data review. The ua17 advisory message was cleared by the customer and was not reproduced during functional testing. Further review of the archive data revealed that the autopulse platform displayed multiple user advisory (ua) 02 (compression tracking error) and several ua18 (max take-up revolution exceeded) on the customer's reported complaint date, unrelated to the reported complaint. Based on the archive, all these advisory messages were cleared by the customer, and they were not replicated during functional testing. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide, warning 1 indicates that the battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action is to take for this type of user advisory is to replace the battery and press restart to clear the warning. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Visual inspection of the returned autopulse platform was performed at the zoll service center. Damage to the front enclosure and UDI label were observed, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the front enclosure was scratched and was broken at one of its screw fitting areas. In addition, the UDI label was scratched and worn at multiple locations. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure and UDI label were replaced to address the observed issues. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. The brake assembly was seized, possibly due to humidity, causing the fault code 16 to occur. The brake was cleaned using ipa (isopropyl alcohol) to release it, and the brake gap was adjusted to remedy the fault. Following service, a brake gap inspection confirmed the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(6) stopped compressions and displayed fault code 16 (timeout moving to take-up position) followed by the prompt: "pull up lifeband and press restart" was confirmed based on both archive data review and functional testing. A review of the archive data showed that the autopulse platform failed to power up multiple times to fault code 16 on the customer's reported event date. The root cause of the fault code 16 was a seized brake gap, possibly resulting from humidity, neglect, or user handling. Further review of the autopulse platform archive revealed that frequent daily checks were not being performed. As per the customer, the autopulse platform was stored in the exterior compartment of their ambulance, laying in its bag horizontally. The customer is located in illinois, which is a high humidity location. Daily device checks are required per the user manual to help prevent the gap from seizing. Also, storing the autopulse in a low humidity location could help prevent the brake gap from seizing. The reported complaint that "the autopulse platform performed a few compressions, and then it stopped and displayed a 'replace battery' error message" was confirmed in the archive data review. Further review of the archive data showed several incidents when the autopulse platform displayed ua17 (max motor on-time exceeded during active operation), followed by warning 1 (low battery warning) and stopped compressions warning 1 error message was cleared by the customer and was not duplicated during functional testing. Ua17 error followed by warning 1 message indicates that the used battery was in low capacity, and the platform functioned as intended.

Event description:
As originally reported for "no patient involvement", it was incorrectly reported. The reported issue occurred during use on a patient. The autopulse platform (s/n (B)(6) was used to resuscitate a patient in cardiac arrest. The customer reported that automated compressions were performed until the crew loaded the patient into the ambulance. Then, the platform stopped compressions. The customer stated that the platform may have displayed fault code 16 (timeout moving to take-up position) but was unable to recall what specific fault or advisory message was displayed. The customer remembered the prompt: "pull up lifeband and press restart". The crew followed the instructions, and the platform re-started compressions. However, after a few compressions, the platform stopped again. In addition, the customer reported that the autopulse platform performed 3 compressions, and then it stopped and displayed a "replace battery" error message. The customer did not clarify when this issue occurred as the crew was busy resuscitating the patient at the time. However, the customer stated that the battery was fully charged (showing four solid green led lights) before inserting it into the autopulse platform, and it was still fully charged when the issue occurred. In an attempt to resolve the issue, the crew replaced the battery, but the platform stopped again. Per the customer, the autopulse platform did not power off. Eventually, the crew discontinued using the autopulse platform and reverted to manual CPR. As per the customer, the reported issues caused delays in providing automated compressions to the patient. No consequences or impact to the patient. Back at the station, after the call, the crew placed the autopulse on a mannequin, and the platform displayed several error messages including user advisory (ua) 17 (max motor on-time exceeded during active operation). The customer added that they store their autopulse platform in the exterior compartment of their ambulance, laying in its bag horizontally. No further information was provided.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. The customer reported that automated compressions were performed until the crew loaded the patient into the ambulance. Then, the platform stopped compressions. The customer stated that the platform may have displayed fault code 16 (timeout moving to take-up position) but was unable to recall what specific fault or advisory message was displayed. The customer remembered the prompt: "pull up lifeband and press restart". The crew followed the instructions, and the platform re-started compressions. However, after a few compressions, the platform stopped again. In addition, the customer reported that the autopulse platform performed 3 compressions, and then it stopped and displayed a "replace battery" error message. The customer did not clarify when this issue occurred as the crew was busy resuscitating the patient at the time. However, the customer stated that the battery was fully charged (showing four solid green led lights) before inserting it into the autopulse platform, and it was still fully charged when the issue occurred. In an attempt to resolve the issue, the crew replaced the battery, but the platform stopped again. Per the customer, the autopulse platform did not power off. Eventually, the crew discontinued using the autopulse platform and reverted to manual CPR. As per the customer, the reported issues caused delays in providing automated compressions to the patient. No consequences or impact to the patient. Back at the station, after the call, the crew placed the autopulse on a mannequin, and the platform displayed several error messages including user advisory (ua) 17 (max motor on-time exceeded during active operation). The customer added that they store their autopulse platform in the exterior compartment of their ambulance, laying in its bag horizontally. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on january 28, 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.